Event description:
It was reported that during a shoulder cuff repair surgery, the footprint suture broke. The anchor was removed and the procedure was successfully completed with a surgical delay greater than 30min using a back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the proximal end of the anchor. The distal end of the anchor is fractured and was not returned. The retention suture was not returned. The inner shaft of the insertion device is bent on the distal end. There is debris on all returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the suture material specifications found that a material certification is required with each lot. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.